Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the cause of the ¿buzzing¿ more was not determined. They stated that they forget o tell their doctor and noted that it now seemed to be in the same place. No interventions were taken to resolve the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for fecal incontinence and gastrointestinal/ pelvic floor it was reported by patient that with the permanent ins they felt stim more. When they bend over or sit down they can feel it buzzing. Patient says it was not always buzzing in the same spot. They feel it more when sitting. Patient says it does not cause any discomfort but just feels funny, kind of crazy. Patient asked if they were supposed to feel stim. It was reviewed it might be normal that patient feels stim in certain positions but suggested to also discuss it with their healthcare professional (hcp). Patient believes they were seeing hcp the first week of sept. Moreover, patient was reporting pain at implant site when sitting or bending in a certain position. Patient reported symptoms have returned a little, since a couple days ago when the pain in their butt started to happen. During call, patient had access to their patient programmer and synched showing stim was on. They stated they were at 0.5 and will increase settings to see if that resolves the issue with symptoms. Patient is also going to inform hcp about pain and return of symptoms. No further complications reported.